Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a facility representative via sems that an ar-4068-45l suturelasso¿ sd, 45° curve left had an issue. The suturelasso was being used on (B)(6) 2022 inside a patient's shoulder to perform a shoulder arthroscopy with bankart repair when the device broke during use. A piece broke off inside the patient, and the broken piece was retrieved. The case was completed successfully with no impact to the patient.

Manufacturer narrative:
The complaint is confirmed. (1) unpackaged ar-4068-45l was received for evaluation. Visual inspection revealed the tip had been broken off at the laser weld. The tip was not included with the received device. A probable cause can be attributed to misuse resulting in excessive mechanical forces due to prying/leveraging the tip of the device against bone or other tissue.